Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The insulin pump had blank display and power loss alarm. The customer blood glucose level was in the 300 mg/dl to 400 mg/dl and then at night drops to 40 mg/dl. Customer other blood glucose level was 222 mg/dl. The customer was declined to troubleshooting high and low blood glucose. Customer stated that her belt clip broke last night, stated it was rusted and cracked and that was what happens to all the clips. Customer stated was changing the battery last night and got a battery out limit, so she took the battery out, but when she tried to put in new battery the insulin pump would not respond and now was just blank. Customer able to successfully clear the alarm. The insulin pump was not exposed to moisture. The insulin pump will not be returned for analysis.